Event description:
A malfunction alarm was reported, identified as malfunction code 12, with a fault ID available. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reoccurs, which the customer acknowledged and understood.